Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Device evaluation: the echo-19 device of lot number c1438827 involved in this complaint was returned for evaluation, however as per additional information received post the lab evaluation and based on customer testimony this was successfully used device " he is convinced that that is not the device that he returned to cook for evaluation on this pr. Therefore with the information provided, a physical examination (on the successfully used device) and document based investigation was conducted for both complaint device an successfully used device. On laboratory evaluation of the returned device, it was noted that device returned with syringe. Needle advanced with no issue. Blood on needle on advancement was noted. Stylet was very difficult to remove, blood on stylet when removed. However reported that device was not used. Slight bend in sheath extender, possibly due to re-packaging for transport returns. Slight bend was at mark 5, approximately 12cm (specification for sheath holder 143.5cm +1mm/-1mm). It was noted that the stylet was difficult to re-insert, possibly due to the slight bend. Needle and stylet removed from device, slight bend per above. No damage to needle tip. No other functional issues. Advances and retracts with no issue - bend not functional issue the customer complaint is confirmed based on the customer testimony. Additional information was received as follows: ¿1.1 for complaints occurring during use (once in contact with endoscope), also ask: 1.1.1 if the report involves a kink or bend in the needle, where is this located on the device (handle end or patient end)? No. 1.1.2 please describe the location in the body for the intended target site (pancreas, stomach, etc). N/a not used 1.1.3 please describe the size of the intended target site.n/a not used 1.1.4 what is the endoscope manufacturer and model number that was used with this device? Pentax, model number unknown 1.1.5 was gaining access to the targeted site difficult? 1.1.6 was the endoscope in a flexed or twisted position at any time during the procedure? Unknoiwn 1.1.7 was needle penetration of the targeted site difficult? N/a not used 1.1.8 was the stylet in place inside the needle when advancing into the targeted site? Unknown 1.1.9 how many biopsies were obtained with use of this needle? 0 1.1.10 did any section of the device detach inside the patient? Yes 1.1.11 was the needle fully retracted when the device was removed from the patient? 1.1.12 if not, with the device in question, how was the procedure performed and/or finished? Another device opened and used successfully, complaint device removed without issue.¿ following the lab evaluation, additional information was requested to clarify the complaint description; as per customer testimony ¿device did not make patient contact since the needle would not exit sheath. Not aware of any resistance...needle would not exit sheath.¿ root cause: a possible root cause could be due to difficulties experienced during the procedure due to proximal kink and because the device may have been in a twisted or flexed position, noted in additional information received. Also it was noted in the additional information received that it was unknown if the stylet was in place inside the needle when advancing into the targeted side, therefore this could also cause difficulties during the procedure. It may be noted that a project has been initiated to prevent the reoccurrence of needle breaking, kinking or crumpling within the handle assembly. The notes section of the instructions for use ifu0101-0 that accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101-0). Document review: the echo-19 device of unknown lot number involved in this complaint was not returned for evaluation. With the information provided, a document based investigation was conducted. Prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Summary: the customer complaint is confirmed based on the customer testimony as clinical settings that could impact on the functionality of the device cannot be replicated in the laboratory. The risk was determined to be no risk (category iii). According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Additional information received to confirm a proximal kink was present on the needle. As reported to customer relations: "needle didn¿t come out within scope. Used another device successfully. Removed complaint device, all of device available for returned. May have been run down scope channel but didn¿t exit sheath/make patient contact. Needle looks clean." Additional information provided by dm on 03may2018: (question: was resistance felt when advancing down working channel of scope?) "...device did not make patient contact since the needle would not exit sheath. Not aware of any resistance...needle would not exit sheath."